Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and that the insulin pump's piston was not working properly. The blood glucose reading was over 950 mg/dl. The customer stated that she had been at a baby shower that day with a blood glucose reading of 203 mg/dl in the afternoon. She later experienced severe chest pain and thought that her pic line was damaged. She was treated with fluids and intravenous insulin, then monitored for 2 days. She believed that she would have been discharged sooner had she not had a pic line in place. She was wearing the insulin pump at the time of hospitalization. She declined troubleshooting for the matter, advising that she believed that the insulin pump was working as designed. She added that she experienced frequent low battery alarms, approximately every 2 weeks, as well as occasional no delivery alarms after set changes. She also noted beeping followed by a blank display. Nothing further reported.